Event description:
Rptr has noted several medication errors involving multiple channel infusion device. The pump has 3 channels and 2 rate modes at each channel. Rptr has also noted errors in which the wrong infusion was turned up or down (rate increased or decreased) when it should have been the other infusion. Rptr has also rated incidences in which the cassettes had to be taken out of the pump for linen changes or whatever and the cassettes were put back in on the wrong channel so, again, the infusion was running at the wrong rate.